Event description:
It was reported that the user experienced hypoglycemia with a lowest cgm value of 48 mg/dl, confirmed by glucometer at 42 mg/dl, following earlier hyperglycemia and two meal announcements within one hour; the user denied external insulin dosing and treated the low with oral glucose per coaching, with glucose trending upward on fsl3+. Symptoms included dizziness and sweating. Outcomes included urgent intervention with oral glucose and recovery without hospitalization. Investigation included complaint assessment and troubleshooting with user education. Investigation of this case revealed no device malfunction reported and an unclear etiology for the hypoglycemia following a prior hyperglycemic episode and supply change, with user-reported rapid action of current insulin therapy possibly contributing; no device component failure was identified. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.